Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed telemetry noise marker on the atrial electrogram. It was noted the atrial port was plugged. Technical services (ts) indicated this is an unfiltered atrial signal and was not something to be concerned with since there was no oversensing. It was noted the device was programmed to pace and sense in the ventricle, inhibit pacing, and rate modulation (vvir). The patient had complained of syncope prior to this; however, it was noted the patient is taking several prescription medications. Ts indicated they can not turn the atrial electrogram off. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.